Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: attempts to obtain additional information were unsuccessful. There is no report that the patient¿s altered mental status is related to the use of the liberty select cycler or other fresenius product(s). There is no allegation of a device malfunction or deficiency reported for this event. The cause of the patient¿s altered mental status is unknown. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
On (B)(6) 2025, a contact for this peritoneal dialysis (pd) patient called technical support for assistance in canceling the pd treatment on the liberty select cycler. The contact stated the patient was having a medical emergency. During follow-up with the patient contact, it was documented that the patient was taken to the emergency room (ER) due to changes in their mental status. The patient was admitted to the hospital. The patient was completing pd therapy in the hospital. No additional information was provided. Attempts to obtain additional information were unsuccessful. There is no report that the patient¿s altered mental status is related to the use of the liberty select cycler or other fresenius product(s).

Event description:
On (B)(6) 2025 a contact for this peritoneal dialysis (pd) patient called technical support for assistance in canceling the pd treatment on the liberty select cycler. The contact stated the patient was having a medical emergency. During follow-up with the patient contact, it was documented that the patient was taken to the emergency room (ER) due to changes in their mental status. The patient was admitted to the hospital. The patient was completing pd therapy in the hospital. No additional information was provided. Attempts to obtain additional information were unsuccessful. There is no report that the patient¿s altered mental status is related to the use of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.